Manufacturer narrative:
Concomitant medical products: etlw1613c124e stent graft, implanted: (B)(6) 2014; etlw1610c124e stent graft, implanted: (B)(6) 2014; etbf2516c145e stent graft, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) system was explanted due to infection. The organism was identified as streptococcus agalactiae. No further patient complications have been reported as a result of this event.